Manufacturer narrative:
Device evaluation completed on may 30, 2021: visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a tear on the anterior view, measuring approximately 2.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis experienced bilateral deflation post procedure. As a result, patient underwent bilateral replacement as follow: right replaced with cat#: 3501645, sn#: (B)(4), and left replaced with cat#: 3501645, sn#: (B)(4) on (B)(6) 2020. This report relates to the left prosthesis.